Event description:
Procedure type: gynecological/urological. According to the reporter: the pt underwent surgery for treatment of pelvic organ prolapse and stress urinary incontinence. Allegedly, the pt experienced pain, injury and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00118 (avaulta anterior), 9615742-2011-00123 (avaulta posterior).